Event description:
This lead was implanted on (B)(6) 2011. A call to technical services on (B)(6) 2011 states that a pocket revision is planned for today and if the doctor sees anything that makes him think there is infection then may have to take out whole system - but at this point, just planned pocket revision. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).